Event description:
Customer reported of having low blood glucose and called regarding settings. Customer reported of having blood glucose of 36 mg/dl and treated with juice. Customer also reported of having blood glucose of 333 mg/dl and requested settings in order to treat. Customer was advised to contact healthcare professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.